Manufacturer narrative:
Initial.

Event description:
It was reported that during a meal announcement the ilet pump issued an occlusion alert, and a subsequent repeat occlusion alert occurred with a fingerstick blood glucose of 436 mg/dl; the user employs a contact detach infusion set, initial troubleshooting showed a dry, intact site, proper tubing connection, and drops observed on fill, and the event resolved only after a full supply change. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the medical device problem was characterized as lack of effect with insufficient information regarding the specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.